Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported during catheter ablation procedure to treat atrial fibrillation in the left atrium, versacross connect access solution for faradrive was selected for use. It was mentioned that the dilator was damage, a partial lifting of the dilator surface was noted. The procedure was completed successfully by using another versacross product (different device, same model, boston scientific product). No patient complications were reported. The device is not expected to be returned as it was discarded at the facility.